Event description:
It was reported that during the supply change fill-tubing step, the user did not observe drops and continued pressing until insulin leaked from the cartridge, leaving it empty; the cartridge was not used, the chamber was unaffected, and the issue was associated with a leak involving the reservoir component of the system. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed evidence consistent with a leakage at a seal, aligning with a leak/splash problem localized to the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.